Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient reported that the battery felt warm/hot to the touch during normal use. He was not recharging at the time. No known causes to the issue. When patient called the issue was no longer occurring. Rep asked him to turn off device and call back if it reoccurred. Confirmed that the overheating was not currently taking place. No interventions necessary. Hcp has no further information. The issue is no longer occurring, happened earlier today.